Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was selected for implant. The patient was predilated and then the navitor valve was implanted at 3mm, in good position. Post-dilatation was required due as the stent did not deploy optimally. While preparing the balloon, the navitor valve changed positions and moved further up. Imaging showed that the valve had moved further up and obstructed the coronary artery. The patient became unstable and cardiopulmonary resuscitation (CPR) was initiated. A valve in valve procedure was initiated. A non-abbott valve implanted in the patient. It was noted that CPR was continued for 60 minutes, however the patient passed away. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve not fully opening distally, valve migration, coronary artery occlusion, and patient death was reported. Multiple short cine videos were made available by site (not the full dicom file) but did not show the chronological sequence of the procedure. The short videos showed the migrated valve, loss of coronary perfusion and the implanted edwards valve. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.